Event description:
Technician alleged that the brakes are not holding. No patient impact.

Manufacturer narrative:
The technician found the brake caster wheels are worn out. The technician replaced all brake casters to resolve the issue.